Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-110mg/dl fasting. Verified test strips expire 08/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory lo mg/dl, (B)(6) 2016 08:54:00 am, fasting:no. Lo mg/dl, (B)(6) 2016 01:07:00 am, fasting:yes. 151 mg/dl, (B)(6) 2016 11:51:00 pm, fasting:yes. 92 mg/dl, (B)(6) 2016 03:36:00 pm, fasting:yes. 96 mg/dl, (B)(6) 2016 12:00:00 pm, fasting:yes. Memory concerns:with the lo results customer is complaining that he received an 'lo' on his meter today at 8:54am (fasting). Customer stated that his normal blood sugar range is 90-110mg/dl (fasting) and his (non- fasting) range is 95-110mg/dl. Meter time and date is not correct.